Manufacturer narrative:
(B)(4). A follow-up MDR will be submitted following evaluation.

Event description:
A peritoneal dialysis patient reported the cycler alarmed during treatment. Patient cancelled treatment, opened the cycler door and noticed fluid leaking from the cassette and into the cycler. The sample set was discarded. During follow up, the patient reported that there were no serious injuries, complications and no signs of any infection. The patien's effluent remained clear. The patient's peritoneal dialysis nurse was notified of the event. The patient was not prescribed any prophylactic medication. There are no adverse events reported at this time.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.